Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the conductor wire of the maryland bipolar forceps (mbf) was found to be broken. The customer used a backup mbf instrument to continue with the planned procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was fully broken. There was loss of cautery associated with the broken cable. There was no sign of thermal damage or arcing. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient. Post-operative tests like an x-ray or ultrasound were performed to check for any fragments.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. A visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. The instrument was found to have charring and localized melting at the grip base between the grips. As of 19-feb-2025, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Per a review of the device logs, the mbf instrument was last used on 20-jan-2025 via da vinci system serial #(B)(6). There were 10 uses remaining after this last usage. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A device history review (DHR) for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed but the failure analysis found charring and localized melting at the grip base between the grips. The mbf instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.